Event description:
It was reported that a clearlink system solution set leaked at the hub site. The expected duration of therapy was 1.5 hours; however, approximately 30 minutes into infusion, the device leaked around 15ml of normal saline. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: expiration date: ni additional information was added to h4, h6, and h11: h4: the lot was manufactured between march 31, 2025 ¿ april 1, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.